Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported that a hole was found in the extension tubing and the blood leaked while normal saline was infusing. The extension tubing was connected to a primary set at the time of the event. The event occurred in rehabilitation and orthopedic institute. There was no patient harm.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the set leaked from a hole in the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a hole on the kink resistance tubing below the smartsite pocket. No other damages or anomalies were observed throughout the set. Fluid was observed to be leaking from the hole tubing. Additional testing was performed and a leak was observed from the hole during testing the root cause of the hole was not identified.

Event description:
It was reported that a hole was found in the extension tubing and the blood leaked while normal saline was infusing. The extension tubing was connected to a primary set at the time of the event. The event occurred in the rehabilitation and orthopedic institute. It was further confirmed during follow up that this event did not contribute to, or result in a serious adverse impact to patient.